Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate anti tachycardia pacing therapy for atrial fibrillation when the device inappropriately diagnosed the rhythm as a vt. The device was reprogrammed. The patient condition was good.